Event description:
Outer coating and heat shrink split on plasmablade 3.0s. No patient impact.

Manufacturer narrative:
Product event #(B)(4) investigation plan: visual inspection functional inspection (continuity check) could not perform because the device's cord was cut. Testing performed: visual inspection device: plasmablade 3.0s product p/n: ps210-030s lot# 0206608354 (57360) qty: 1 the device was shipped in a cardboard box with inflatable packaging material to fill the negative space. The device was double bagged. The outside bag was a clear plastic bag while the inside bag was a biohazard bag. None of the original packaging was included and therefore the lot number could not be confirmed. The device appeared to have been used. There was blood on the device handle, shaft and tubing/cord and charring on the electrode. The suction tubing had visual signs of blood inside. The device's cord and suction tubing was cut. The clear heatshrink between the finger grip and the electrode had been relocated over the electrode and had a split in. The rest of the device appeared to be in tact with no additional damage to the device. Functional investigation continuity check could not be performed due to the device's cord having been cut. Documentation review (B)(4) was reviewed which described the heatshrink process. This included the hot box settings and the instructions for the location of the heatshrink. Investigation conclusion: the complaint of the clear heatshrink splitting and migrating to cover the electrode was confirmed. There were two possible causes for this complaint, neither of which could be confirmed. The first possible cause includes the placement of the heatshrink during manufacturing. This could not be investigated because the heatshrink had already migrating and there isn¿t a recorded verification step in the lhr. The second possible cause would be incorrect hot box settings used in manufacturing while applying heat to the heat shrink to adhere it to the blade. This could not be investigated because the settings of the hot box are not recorded on the lhr.